Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infections, incontinence, prolapse and bladder leakage. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00173, 3011770902-2016-00174.